Manufacturer narrative:
Customer reported via phone call that had cracked and battery cap and insulin pump with battery cap does not stay locked . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Event description:
Customer reported via phone call that had cracked and battery cap and insulin pump with battery cap does not stay locked . Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.